Manufacturer narrative:
On february 16, 2024, mentor completed a visual inspection, microscopic examination, and thickness measurement of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that the breast implant was found to be ruptured, received in three (3) parts. Microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Based on the information currently available, a product issue was identified during the investigation of the product received. This product issue will be addressed through the mentor¿s quality system. According to the manufacturing investigation, physical review of the patch area, which was still intact, was performed and no defects that could potentially cause the device rupture were observed. As such, product complaint is unable to be confirmed as a manufacturing defect. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor received the device for evaluation. The analysis has begun but is not complete at this time.  When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with a left-sided 400cc mentor memorygel breast implant and a right-sided 450cc mentor memorygel breast implant. Post-operatively, the patient expressed a desire to change her implants to a larger size. It was also reported that the patient experienced hypertrophic scarring of her right breast, which was confirmed during a physical exam. As a result, the patient underwent bilateral removal and replacement with a right-sided 550cc mentor memorygel breast implant and a 600cc mentor memorygel breast implant as well as a scar revision of her right breast on (B)(6) 2023. During the revision surgery, it was discovered that the patient¿s left prosthesis was ruptured. There were no patient consequences or surgical delays reported due to the rupture discovered during explantation. This report is for the left implant. Refer to manufacturing report number 1645337-2024-00539 for the contralateral event.